Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 10415.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, (B)(4) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), lot history and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The lot history was reviewed from 4/5/2015 to 10/2/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The likely assignable cause of the issue can be attributed to running heavy loads in the cycle and the load items being placed on the tape itself causing the sterilant not to come into contact with the tape and change color. The customer was advised of this information and sent the instructions for use (IFU). No further action is required at this time. The issue will continue to be tracked and trended.